Event description:
It was reported that during a replacement procedure involving an implantable neurostimulator, high impedance was observed on the day of surgery when the new battery/ipg was connected, and a connection issue between the lead and the new battery/ipg was noted. It was further reported that the only way the connection issue seemed to resolve was when the lead was not fully seated in the ipg port, with one contact visibly out of the ipg. Troubleshooting was performed by cleaning the leads wet and dry, attempting to reseat the lead in the battery multiple times, swapping the lead to different ports, and using a wens to confirm the lead was fine. The issue was reported as resolved. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.